Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 85.5cm distal of the strain relief. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred.the target lesion was located in the right coronary artery. A 5.0mm x 8mm quantum maverick balloon catheter was used; however, the device was fractured. The device was simply pulled out and removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 5.0mm x 8mm quantum maverick balloon catheter was used; however, the device was fractured. The device was simply pulled out and removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.